Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation. The root cause of the reported problem was determined to be loose communication harness. Appropriate action was taken to correct the reported problem by replacing the communication harness. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "failure code of 804:26".

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.